Event description:
Report received of patient's pump with low reservoir alarm occurring in 2003. Patient's pump has performed without incident for about 1 year. A cyberonics vagal nerve stimulator was activated on 12/23/02 - the same day the patient's pump was refilled with dilaudid. Patient's pump was interrogated in 2003 and reservoir volume indicated was 1.5ml - the same amount was withdrawn from the reservoir that day. Actual expected volume remaining should have been 7.36ml. Patient symptom was increased somnolence but no symptoms of overdose requiring immediate intervention. Patient is very tolerant of opiods. Patient's pump has been stopped and will be filled with normal saline and the output monitored. Additional trouble shooting will be performed as indicated. Follow up hcp indicates that patient is stable and pain is being controlled with oral opiods.